Event description:
The strings came off tampons [device breakage]. Case description: consumer reported via phone that she pulled 5 of the tampons out of the wrapper and all the strings came off. No injury was reported.